Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no.: (B)(6). The device was received for evaluation and functional testing was performed. During evaluation the device alarmed system error 345 (thermistor disparity). A review of event history log revealed multiple events of system error 345. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be an exposed thermistor wire. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.